Event description:
The customer reported that the fiber optic lightcord, they were using in a case, began to smoke and flamed. Per the customer is charred. The customer also stated that this happened as soon as the cord was plugged into the lightsource.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.